Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with post-implant hematoma. The hematoma was resolved without a surgery. The patient is in normal condition.